Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Implant date is an approximation.

Event description:
It was reported to medtronic neurosurgery that a patient with deep thalamic tumor came to the emergency department with decreased mentation and vomiting. According to the report, the CT showed ventriculomegaly, and before surgery, the shunt was tapped for more than 20cc drainage. The physician confirmed the setting was at 0.5. Reportedly, during surgery, initially there was complete occlusion with the valve, and then it began to flow after manipulating the shunt. The physician suspected debris that cleared, but replaced with another valve.